Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during drain 2 of 5. The drain volume (dv) equaled 0 ml. The caregiver (cg) stated that the home patient's (hp) catheter broke. The baxter technical service representative (tsr) assisted the cg to end therapy. The cg stated that the catheter connector for the transfer set has come loose and was leaking. The tsr advised the cg to put a big blue clamp on the hp's catheter closest to his body. The tsr also advised cg to contact peritoneal dialysis nurse as soon as possible. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the pd nurse (rn) on (B)(6) 2010 regarding the reported problem. The rn stated she had changed the tubing on the transfer set and had given the home patient (hp) prophylactic antibiotics. The hp has continued therapy no injury or medical intervention reported as a result of this incident. The rn stated it was the 4 plastic transfer set (B)(4), but the lot number was unknown and the old sample was discarded.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore a batch review cannot be conducted.